Manufacturer narrative:
Pr (B)(4), follow up emdr submission for device evaluation.no samples or photos were received, therefore the failure mode could not be confirmed. A review of the internal manufacturing device record and raw material history was not performed because the lot number was not provided. Based on the investigation results a probable root cause could not be identified for the reported failure mode since photos or samples were not returned for evaluation and batch history record review did not identify any evidence for which the customer submitted the complaint. Although no root cause was identified, a project had been put in place for this failure. Actions will be taken through CAPA(B)(4).action 1: train pleurx line employees on it-dbi-046, it-dbi-022, it-dbi-013 and it-dbi-018action 2: enhance employees training controls for pleurx line.action 3: enhance method to assure compliance with it-dbi-046 h3 other text : see manufacturer narrative.

Event description:
Sales rep reported via email: the tubing that connects to the top of the drainage bottle item # 50-7510 pulled out of its connection, which is a glued in piece of tubing into the top of the suction bottle. It happened two times one after the other. Neither bottle or wrapper was saved. They then pulled a third bottle and it worked fine.12july2019: additional information received from customer: it was noted that the tubing was not connected to the top of the canister. The nurse found that she could stick it back in and pull it back out. She knew not to use it the full picture of events is as follows. The patient had the pleuryx drain which was connected to drainage bottles on previous days. It was noted on chest xray that the patient had a pneumothorax and the surgeon was notified. The surgeon came to the floor to observe the pleuryx drainage procedure to see if the drain had a leak or something. The nurse connected one bottle and drained 500 ml with no issue. The surgeon asked for them to drain more. It was when she opened the second drainage kit that they found the tubing not connected. They decided not to drain anything more. The next day the nurse went to open a kit and found that it was not connected. She opened a second kit which looked intact and drained with no issue. It was curious that the patient experienced a pneumothorax prior to recognizing an issue with the tubing not being attached to the drainage bottle. We will continue to look for other issues.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Sales rep reported via email: the tubing that connects to the top of the drainage bottle item # 50-7510 pulled out of its connection, which is a glued in piece of tubing into the top of the suction bottle. It happened two times one after the other. Neither bottle or wrapper was saved. They then pulled a third bottle and it worked fine. On 12july2019: additional information received from customer: it was noted that the tubing was not connected to the top of the canister. The nurse found that she could stick it back in and pull it back out. She knew not to use it the full picture of events is as follows. The patient had the pleuryx drain which was connected to drainage bottles on previous days. It was noted on chest xray that the patient had a pneumothorax and the surgeon was notified. The surgeon came to the floor to observe the pleuryx drainage procedure to see if the drain had a leak or something. The nurse connected one bottle and drained 500 ml with no issue. The surgeon asked for them to drain more. It was when she opened the second drainage kit that they found the tubing not connected. They decided not to drain anything more. The next day the nurse went to open a kit and found that it was not connected. She opened a second kit which looked intact and drained with no issue. It was curious that the patient experienced a pneumothorax prior to recognizing an issue with the tubing not being attached to the drainage bottle. We will continue to look for other issues.